Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent morning hypoglycemia while using the ilet system, with overnight glucose decreasing from approximately 180 mg/dl at bedtime to around 70 mg/dl on waking and reaching a low of 50 mg/dl, with device low and urgent low alerts and user acknowledgment of consuming oral glucose to correct; troubleshooting and education were provided, and the cause remained unclear. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management without medical intervention, hospitalization, or assistance from others. Investigation included user interview, device data review as available, and assessment for product performance issues. Investigation of this case revealed no device malfunction or component failure and no evidence of alarm failure, aligning with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.